Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the left ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported during implant procedure that the implantable cardioverter defibrillator header would not accept the right ventricular (rv) and left ventricular (lv) leads. The device was exchanged and the operation concluded without issue. There were no patient consequences.